Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient received an occlusion alarm while using a cleo 90 infusion set starting during the night and continuing to the next morning. Troubleshooting determined that the cannula was bent, and caused the blockage at the site. The patient's blood glucose was adversely affected and reported at 225mg/dl. A bolus was administered to address the high blood glucose and the infusion site was changed out to successfully resume insulin. No permanent injury was reported.